Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD) for what appeared to be atrial fibrillation (af) with rapid ventricular response. It was also noted that the threshold on the right atrial (ra) lead was high and was a chronic trend. Both the ICD and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.